Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system failed mechanical test. The mvs would not display video. The medtronic representative ordered the mvs and monitor. He returned to the site for testing and part replacement, the imaging modalities failed. The mvs does not display video. Replaced monitor and mvs pc. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the computer mvs server could not confirm reported problem. Mvs computer powered up ok. Mvs computer was installed in the mvs station connected to imaging system and ran without any issues. No fault found. The hardware investigation of the flat screen display could not confirm reported problem "no video output". Monitor was installed on the mvs station connected to the imaging system and ran without any issues. No fault found. Software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive due to logs not being available. Although the part was returned and could not be duplicated, the replacement was reported to have resolved the issue. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A clinical engineer from the site reported that the imaging system's mobile view station (mvs) monitor was back and did not appear to be powering on. Printer and the mvs cart had power. There was no patient present when this issue was identified. While troubleshooting, it was suggested that he unplug the video cable from the printer to the video splitter and reboot the imaging system. After unplugging the printer video cable and rebooting the msv, the monitor displayed the video signal successfully. No further issues.